Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted a beep tone while implanted. The patient went to the hospital and upon interrogation of the device, a code 1003 was displayed, which is indicative of the voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended no adverse patient effects were reported. Currently, the device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted a beep tone while implanted. The patient went to the hospital and upon interrogation of the device, a code 1003 was displayed, which is indicative of the voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted a beep tone while implanted. The patient went to the hospital and upon interrogation of the device, a code 1003 was displayed, which is indicative of the voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was not sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.